Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-01137.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one event for the sample pt involving two separate products; associated mfrs# 1225714-2013-01137 and 1225714-2013-01138.

Event description:
Add'l info received noted that the pt experienced a cardiopulmonary arrest and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.